Manufacturer narrative:
Per the clinic, the patient was administered with antibiotics (specific date, type and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.